Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by co that the content of this report is complete or accurate, or that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.

Event description:
The physician inserted the pronto v3 extraction catheter into the pt and observed that the fluoroscopic tip was not visible. The device was then removed and the physician observed that the catheter had no distal tip. The physician subsequently attempted to locate the distal tip within the coronary and peripheral arteries by x-ray, but was unable to locate the tip within the patient's body. The physician reported that the patient experienced no unusual effects after the procedure. This medwatch report is being filed as a device malfunction.